Event description:
The customer reported via phone call that they were hospitalized on unknown date due to high blood glucose. Blood glucose was 545 mg/dl at the time incident. The customer's current blood glucose was 233 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of incident. The insulin pump will not be will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on unknown date due to high blood glucose. Blood glucose was 545 mg/dl at the time incident. The customer's current blood glucose was 233 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at the time of incident. The insulin pump will not be will be returned for analysis.